Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto bipap device. The device was returned to a third-party service center. During visual inspection of the device, connector oxide contamination was found on the device. In addition, error code 191 was present, and the device was scrapped. This report is being submitted for the connector oxide contamination was found on the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer received information regarding a dreamstation auto bipap device. The device was returned to a third-party service center. During visual inspection of the device, connector oxide contamination was found on the device. In addition, error code 191 was present, and the device was scrapped. This report is being submitted for the connector oxide contamination was found on the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.